Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid plunger had seized. The solenoid, drawer controller, and pyxibus module had all failed. Although the exact sequence of failures was unknown, the drawer controller showed extensive damage consistent with heat exposure. A field service engineer replaced all three components, reconfigured the system, and recovered the storage space. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system powered on but there was no display. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI) and medical device model, section e initial reporter addr 2 and section g manufacturing location. The reported condition of station powered on, but no display was confirmed by fse and subsequently confirmed in the dchu testing process. According to work order # (B)(4), the fse reported that the solenoid plunger appeared to have seized. The solenoid, drawer controller and pyxibus module were all failed. The drawer controller showed extensive damage related to heat. The fse replaced all three parts, reconfigured and recovered storage space. No further issues were observed and the report was closed. During dchu visual inspection: p/n 151903-01: no missing components, thermal damage, fluid ingress, or any other physical anomalies were observed during the visual inspection. P/n 151622-01: the pcba exhibited thermal damage in mosfet q601, resistors r601 and r602 and capacitors c602 and c604. P/n 119879-01: the solenoid coil cover showed discoloration result of thermal damage. During dchu testing: p/n 151903-01: the pmc fh was evaluated on an esd protected surface with a calibrated digital multimeter and it was observed during the resistance test, that the fuse f201 was open. No further testing was required. P/n 151622-01: no dchu testing was necessary due to the observed thermal damage on mosfet q601, resistors r601 and r602 and capacitors c602 and c604. P/n 119879-01: no dchu testing required due to the observed thermal damage on the solenoid coil cover. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system powered on but there was no display. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid and drawer controller with damaged mosfet q601, resistors r601 and r602 and capacitors c602 and c604. There were no delays or adverse events or injuries reported based on this event.